Event description:
Dealer stated that the consumer allegedly fell or tripped with the 6240-5f walker, breaking the leg where the rivet is. No allegedly malfunction with the walker. Dealer is not sure what exactually happened but confirmed that there was no injury. Product is being returned for an evaluation.